Event description:
The customer reported that an oxygen cannula ignited. The procedure was the removal of facial lesions. The left nasal area received the majority of the burns. No additional surgery was necessary to treat the injury.